Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, d9 - date returned to mfg. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 28apr2025, it was confirmed that the device was in place for less than 30 seconds before the leakage was discovered. The syringe with contrast was attached to the hub of the catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub. A new like-device was used to successfully complete the procedure. In additional information received on 28apr2025, it was confirmed that the device was in place for less than 30 seconds before the leakage was discovered. The syringe with contrast was attached to the hub of the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were completed during the investigation. One device was returned for evaluation in a used condition. Table-top testing confirmed a leak from the cap of the mac-loc adaptor connection site. Further examination discovered a folded flare within the lumen of the mac-loc adaptor. The gap gauge requirement was confirmed to be met. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook was able to review product labeling. The instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following in consideration of the reported failure mode: how supplied: "upon removal from package, inspect the product to ensure no damage has occurred." After reviewing the device evaluation, it was determined that the device was manufactured out of specification. However, based on review of the dmr, IFU, DHR, and the expanded search, cook has concluded that there are no additional nonconforming devices either in-house or out in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that a manufacturing deficiency led to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
E1- title: ir manager / lead tech. H3 - device evaluated by mfg?: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked at the hub. A new like-device was used to successfully complete the procedure. A photo provided by the customer confirms the device leakage. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.